Event description:
A pt who was previously treated with a gore tag thoracic endoprosthesis, developed a new aneurysm distal to the previously implanted tag device. The physician decided to bridge two tag devices from the new aneurysm to the previously implanted tag device. The physician approached the aneurysm via the right brachial, subclavian antegrade approach due to extreme stenosis and calcification of the common iliacs and external iliac vessels. The first tag device deployed without incident. The second tag device would not advance around the aortic arch. During the withdrawal of the sheath and tag device, the device deployed across the aortic arch, covering the arch vessels. The pt was placed on cardiopulmonary bypass. A median sternotomy was performed and the graft was removed. The pt is recovering from the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.